Event description:
During baxter's device evaluation, it was discovered that the device would alarm "upstream occlusion!" When no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. Further testing found the lower reading on the ultrasonic sensor to be out of specification. With low ultrasonic readings, the pump would be more sensitive to air in line and upstream occlusion alarms. The upstream sensor/pusher was replaced.